Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a loose screw on the dovetail clamp. Additional information received; this occurred without patient involvement. The issue was repaired and procedures completed.

Manufacturer narrative:
The system was examined and the reported event was replicated. The aberrometer dovetail screw was tightened to resolve the issue. How or when the dovetail screw became loose is unable to be determined conclusively, thus the root cause is unable to be determined conclusively. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).